Event description:
It was reported that a user experienced intermittent signal loss between a newly applied dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, with a brief sensor issue alert followed by loss of glucose readings on the ilet while readings continued on the dexcom app; the issue aligns with intermittent communication failure and involves the electrical and magnetic subsystem and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included troubleshooting and education, including re-entering the g7 pairing code and toggling the connection. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication, with the antenna component implicated within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.